Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their gums in between their two front teeth and causing inflammation. Requested additional information. Provided hht&t and filing to use on aligner. Patient is to give update if tips worked.